Event description:
Approx 3 minutes after PICC placed and dressing placed and line flushed with .9 ns 10 ml per lumen, the pt stated that she couldn't breath, shortness of breath, her face become dark red and went unresponsive. I called a code blue, not knowing what the problem was and then in approx 3 minutes later, she was alert complaining of shortness of breath. EKG (tachy 109), chest x ray, abg, h and h, CT chest for pe, all negative. "I removed the PICC line immediately when she experienced the symptoms, as I figured, it had to be related to the PICC line being placed as that was the only cause/effect option I could think of."

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.